Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient had a skin reaction with itching, burning, rash, redness, inflammation, blisters, dry skin, drainage and pustules extended beyond the patch perimeter. The patient had a bump at the skin reaction site with bleeding and pus. The patient consulted a doctor on (B)(6) 2022 and he was advised to keep the area clean. The doctor prescribed the patient oral antibiotics (ceflex, cefalexin, three times a day for 5 days.) No additional patient or event information is available.